Manufacturer narrative:
Investigation summary: complaint involves use of an express mini 500 (p/n 16400) in an outpatient setting, in which the sampling port reportedly became clogged due to attempts to empty the fluid collected. In these cases, the drain is set up on a patient by a clinician and then that patient is sent home with the drain where they are then responsible for its use and interpretation. This puts the responsibility of using the drain on a person who is not necessarily a trained medical professional with any knowledge of how to use and interpret the device. Sampling port clogged: this typically occurs when the user attempts to empty the drain with a syringe through the sampling (luer) port in order to extend the use of the drain. This can lead to collected fluid becoming trapped in the sampling port and solidifying, preventing future use of the port. This port is intended for clinicians to take samples of the drain fluid, not for routinely removing large amounts of fluid in order to extend the use of the drain. The IFU instructs the user to replace the drain when it becomes full. It also states that the use of the luer port is intended only for sampling patient drainage and that the user should not use the port or any other means to attempt to empty fluid from the collection chamber. In addition, the IFU states that "the express mini 500 is restricted for use in a healthcare facility. The express mini 500 should not be used for outpatient drainage." This type of complaint has been thoroughly investigated and is known to be cause by user error so further DHR review is not required to understand the issue. The IFU provides adequate instructions for the setup and use of the drain, as well as instructions about the intended users and environments. Outpatient use complaints of express mini 500 devices are confirmed. Device nonconformances of outpatient issues are not confirmed. The root cause of outpatient use complaints of express mini 500 complaints is user error.

Event description:
Nurse called reporting that she was in a patient's home and was attempting to empty an express mini 500 cd using the needleless luer port and a syringe. I reviewed with the nurse the off-label at-home use of the product and that it is recommended in the IFU that if needleless luer port becomes clogged, replace with a new device. She understands and thanks me for the information. Nurse stated they will be getting the patient to the ER. The hospital care team did not send the patient home with another drain. Nurse does not wish to share any patient or personal information but does communicate which hospital discharged the patient to home.